Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guidezilla became stuck in the lesion. The target lesion was located in the severely tortuous and severely calcified mid left circumflex (lcx) artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, a non bsc balloon catheter was used to pre-dilate the target lesion. After which, a (B)(6) stent was advanced toward the lcx but failed to cross the lesion. A guidezilla was then advanced through an unspecified guide catheter; however, it became stuck after the ostium of the lcx. Attempts to advance the guidezilla resulted into a kink in the hypotube shaft of the device; thus, the physician was no longer able to be push further. Since no other guide extension catheter was available, the (B)(6) was again attempted again to cross the lesion but still failed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.